Manufacturer narrative:
Another contact info: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had may require maintenance issue during operation. It failed the drive manifold test also. No harm or injury to the patient was reported.